Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.